Manufacturer narrative:
Lot number and expiry information are not available at this time investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that they had a patient with hemolysis during a single needle red blood cell exchange (snrbcx) procedure. The customer thought the hemolysis may have been due to the older unit that was about to expire being used. Patient information and outcome are not available at this time. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide updated information in a.1 and additional information in b.5.

Event description:
Full patient ID: (B)(4).

Manufacturer narrative:
This report is being filed to provide additional information in a.1, a.2, a.3, a.4, e.3, h.6, and h.10 and corrected infomration in b.3. Investigation: the customer confirmed that the rbc replacement units used for the procedure performed on the day of the call were not expired. The run data files were reviewed for this event. The files show that the devices operated as intended. The pumps operated within the normal limits and there were no abnormalities in the pressure or level sensor readings. The aim images were clear, and the lighting was within specification. Signals in the run data files do not indicate a conc lusive cause for the reported possible hemolysis. The only sensor that may be able to detect hemolysis is the red blood cell detector (rbc detector). The "cells were detected in plasma line from centrifuge" alarm is generated when the color of the fluid flowing through the plasma line changes for the normal clear plasma color. It cannot be determined if that color change is caused by hemolysis or actual red blood cells flowing through the plasma line. For hemolysis to be confirmed, the operators would have to visually see the discolored plasma and have it tested. The "cells were detected in plasma line from centrifuge" alarms as well as the "aim system detected rbc interface near top of channel" alarm can be indications of hemolysis. However, these alarms can also be caused by an incorrect patient hematocrit. Images in the file for this procedure confirm the interface was very high. Though not conclusive, this suggests the patient hct may have been inaccurate. If the hematocrit entered is too low, the interface will be too high and can trigger either of these alarms. To run efficiently, the system needs the most accurate patient data available and to operate at a steady state. Entering the most accurate available patient data as early as possible into the run and addressing alarms with appropriate troubleshooting will help the system reach a steady state, decrease procedure times, and run efficiently. A valid disposable lot was not provided by the customer. Therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Root cause: a definitive root cause for the discolored plasma could not be determined. Possible causes include but are not limited to: - the patient's underlying disease state. - hemolysis in the rbc unit that was transfused to the patient. - an unidentified manufacturing defect in the disposable set. - inaccurate data entry.

Event description:
The customer did not respond to multiple attempts to obtain further event information.